Manufacturer narrative:
This event occurred in (B)(6). The customer has not had any calibration issues; qc is up and down but has been within the acceptable range. The customer changed the sample probe and performed maintenance. No other assays seem to be affected and the customer has not noticed any other instrument issues. The last preventive maintenance visit was in apr-2019.

Event description:
The initial reporter complained of discrepant low results for 4 patient samples tested for calcium (ca) and sodium (na) on a cobas 6000 c (501) module. The initial results were run on the c501 module in question. The repeat results were run on a different instrument. The units of measure were not provided for either test. Patient 1 initial ca result was 1.13. The repeat was 2.06. Patient 1 initial na result was 123. The repeat was 135. Patient 2 initial ca result was 1.42 the repeat was 2.48. Patient 2 initial na result was 120. The repeat was 141. Patient 3 initial ca result was 1.42 the repeat was 2.37. Patient 4 initial ca result was 1.31. The repeat was 2.13. It is not known if any questionable low results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No electrode or reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
The field engineer was dispatched on (B)(6) 2019 and found the cuvette laundry rinse nozzles were sticking. The tubings were cleaned and rerouted, the water lines were bleached and the water levels were adjusted.